Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 7349732. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that during use of the saf-t-intima y adp pnk 20ga x 1.0in row there was an issue with leakage. Blood leakage from a hole in the catheter. The following information was provided by the initial reporter, translated from italian to english: we wanted to point out that we were brought to the attention that a saf-intimate company bd - lot: 7349732, at the end of the procedure at the time of washing with physiological venous catheter, an abnormal blood leakage occurred due to a hole on the little tube upstream of the butterfly. No harm to the operator and patient who has undergone another placement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the saf-t-intima y adp pnk 20ga x 1.0in row there was an issue with leakage. Blood leakage from a hole in the catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: we wanted to point out that we were brought to the attention that a saf-intimate company bd - lot: 7349732, at the end of the procedure at the time of washing with physiological venous catheter, an abnormal blood leakage occurred due to a hole on the little tube upstream of the butterfly. No harm to the operator and patient who has undergone another placement.